Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly had difficulty in flushing with a matching non-invasive needle with very high resistance before placing the port. It was further reported that there was allegedly great resistance in both aspiration and bolus injection. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, one electronic video was provided for review. The video shows the hcp flushing the port and there was some resistance noted while flushing. Aspiration was also noted to be unsuccessful. Therefore, the investigation is confirmed for the reported difficult to flush and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly had difficulty in flushing with a matching non-invasive needle with very high resistance before placing the port. It was further reported that there was allegedly great resistance in both aspiration and bolus injection. The procedure was completed using another device. There was no reported patient injury.